Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that top half of the screen of insulin pump was dimmed or faded making hard to see it. The customer's blood glucose value was unknown. The customer stated that the insulin pump battery compartment was threading, changing batteries more frequently. The customer was reported that the insulin pump had unexplained no delivery alarms during meal bolus, plastic piece of housing was missing around battery compartment. The insulin pump will not be returned for analysis.